Event description:
The patient reported smoking from the patient electronic unit after accidental damage by a dog. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.